Manufacturer narrative:
A biolife clinician received an email on april 12 from nurse from the hospital. (B)(4). Baby a (MFR report #: 1066421-2018-00002). Nurse indicated that a patient had a pressure ulcer beneath the statsseal disc. Nurse also indicated that they see "one of these show up every couple of months." Clinician responded to nurse asking for more details on the initial patient (baby a) and to see if she could get additional information about some other patients (babies b, c, d, e). A meeting was held at the site on 5/2/18 to gather more information on the other patients. This report is for baby b. Nurse indicated that no internal report was done for baby b. The wound nurses had been watching this patient for skin issues. This occurred after the incident. The first wocn (wound, ostomy,& continence nurse) consult was not until (B)(6) 2017. This baby had no foley catheter in place thus potentially moist area. Additional medical treatment needed: treated with medihoney. Patient outcome at that time: still in critical care but unrelated to skin issue. Biolife clinician voiced during meeting with (B)(6) (nurse) and 2 wound nurses that there are discrepancies between units regarding when statseal is used. They also stated that staff are placing pressure dressing on top of dressing with statseal. They also stated staff are stretching the sorbaview dressing very tightly on top of statseal. Dressing are being changed very frequently by bedside rns. Based on these discrepancies, biolife clinician feels additional statseal training would be beneficial and discussed future training with (B)(6). (B)(6) is to get back to clinician with potential training dates.

Event description:
Hospital had a pressure injury on a patient. Statseal was placed at insertion on (B)(6) 2017 with a sorbaview shield dressing. Per nursing that placed, it was not placed as a pressure dressing. There is a potential that it could have been stretch too tight. Dressing was change on (B)(6) 2017 with reapplication of statseal. Dressing was removed on (B)(6) 2017 for the nurse practitioner to assess.